Event description:
The facility reports the resident ambulated to the hygiene chair and two staff sat her down. The staff applied the safety belt and placed her in the water. The clip for the safety belt came off with the resident floated and slid. One staff called for assistance. The resident's arms were flapping around. She may have bumped her arm on the lift. The resident sustained a small bruise on her left arm.

Manufacturer narrative:
An arjo investigator examined the device and found it in excellent condition. The facility had phoned arjo canada customer service indicating an urgency to receive an in-service video for the lifter because they has scheduled in -service training. The local arjo consultant dropped off a copy he had in his possession. The facility made no mention of an incident to either arjo customer service staff or to the arjo consultant during his visit. The MFR concludes the event was due to a lack of proper training of the staff. After discussions and watching the staff apply the safety belt, it does not appear the belt was used properly. If it is not clipped on the arm rest securely, it can come off. It is also unclear if the belt was placed through the seat hole properly and if the foot rest was used to allow the resident to assist with repositioning. The MFR recommends retraining personnel in all aspects of how to use the lifter.